Event description:
Reporter alleged the customer obtained discrepant back to back blood glucose results of 149 mg/dl, 125 mg/dl, 106 mg/dl, 70 mg/dl and 67 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that the customer was experiencing heavy sweating during the time of testing and that is a hypoglycemic symptom for the customer. Reporter stated that the customer was taken to the hosp about three hours after the last result when she continued sweating heavily and began not feeling well. Reporter stated she was given two injections, orange juice, and a sandwich. No other actions were reported taken or treatment received. A request was made for the return of the affected product.